Event description:
It was reported that the left ventricular (lv) lead insulation pulled apart while freeing the lead from the pocket tissue and broke apart near the pin plug. The lead was capped. A new lv lead was attempted but the guidewire became frozen in the lead and could not be removed. The lead was withdrawn and a new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire was stuck in the lead and could not be removed. If information is provided in the future, a supplemental report will be issued.